Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The pump was not under warranty, so the device was not returned and there was no additional information available.